Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver prialt (ziconotide) and dilaudid (hydromorphone). Dose and concentration information was unknown. It was reported that the patient had magnetic resonance imaging (MRI) on the night of (B)(6) 2024 and, at the time of the report, was just getting the pump checked. The hcp saw a motor stall but no recovery in the logs. The hcp then heard the pumpalarm, but it did not show a recovery. Technical services had the hcp reinterrogate pump and check the logs. The hcp confirmed that they saw the motor stall recovery. The patient was not symptomatic. It was confirmed that the pump was running.